Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 267mg/dl and it was addressed with a manual injection. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. It was confirmed that the customer had a backup method of insulin delivery available.